Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.5, lab: 2.8. Tests were done within 20 minutes; therapeutic range is 2-3. Has been in therapeutic range for the past few weeks. Patient is diabetic.